Manufacturer narrative:
H.6. Investigation: customer returned (1) 32g x 4mm bd pen needle without a tear drop label attached (used). Consumer reported needle blocked. The returned sample was examined and exhibited a bent non-patient end cannula; no manufacturing defects were observed on the sample. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error during pen needle attachment to a pen injector. The bent npe cannula would then be the cause for no flow through the cannula, leading the consumer to believe the pen needle was clogged (as reported). Unable to perform DHR review due to unknown lot number. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that unspecified bd¿ pen needle was clogged. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that the needle is blocked. Verbatim: needle blocked

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was clogged. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that the needle is blocked.